Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying inaccurate erratic results. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at an unspecified time on (B) (6), 2010. The patient did not provide what readings she obtained from the subject meter at that time. At 8:30 am on (B) (6), 2010, the patient reportedly tested with her lfs meter and obtained blood glucose results of "145, 134, and 125 mg/dl," performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20%. The cca documented that the pt manages her diabetes with oral medication (specifics not provided). The pt confirmed that an unk date/time after obtaining the alleged meter readings, she changed her usual diabetes regiment by having less food/drink. On an unspecified date after the alleged meter issue began, the pt claimed that she became "sweaty and tired." The pt did not report receiving any medical treatment for her symptoms. During the troubleshooting session, the cca documented that the pt obtained the reported blood glucose results from the same approved sample site and that subject meter's unit of measure set correctly at the time of testing. Replacement meter and supplies were sent to the patient. Based on the info provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of hypoglycemia after the alleged issue began. However, there is no evidence that the subject meter performed improperly since it passed lifescan's criteria for precision.